Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from our local business unit in (B)(4), and will be provided upon receipt.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp) during iabp therapy while the patient was being transported from an ambulance to a helicopter and pumping was stopped. The customer replaced the iabp to continue therapy and the patient was transferred to another hospital. It was noted that the iab connector was disconnected from the iabp while transferring the patient before this alarm occurred. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported malfunction. However, the fse confirmed that the battery in slot 1 had a failure, and he replaced the battery . The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp) during iabp therapy while the patient was being transported from an ambulance to a helicopter and pumping was stopped. The customer replaced the iabp to continue therapy and the patient was transferred to another hospital. It was noted that the iab connector was disconnected from the iabp while transferring the patient before this alarm occurred. No patient harm, serious injury or adverse event was reported.